Event description:
The manufacturer received information alleging a device failed a test step. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The previous submitted report was missing product problem in b1. It is corrected in this report.

Manufacturer narrative:
The manufacturer received information alleging a device failed a test step. The device was not in patient use. The device was returned to the manufacturer service center. During the evaluation, the mutiple error codes were observed. The li-lon battery, internal battery,obm subassembly,bulk capacitor,external flow sensor, flow machine,pca,display pca, were replaced to address the issue.